Event description:
Hill-rom received a report from the account stating the pt positioning monitor alarm had no sound. The bed was located at the account in the bedshop. There was no pt/user injury reported.

Manufacturer narrative:
The hill-rom technician found the beds external buzzer kit inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the external buzzer kit to resolve the issue. Based on this info, no further action is required.